Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This pacemaker was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination of the device case and header identified no anomalies. The device was interrogated, and a download of the device's diagnostic data was completed. Review of the device's data revealed a higher than expected power consumption with intermittent increases indicative of a high current drain. Additional testing was completed that identified an anomaly in an oxide layer within one of the pacing switches of a custom integrated circuit component. This anomaly resulted in a high current drain leading to accelerated battery depletion. Based on the available information and analysis of the pacemaker, engineers determined that an anomaly in an oxide layer within the right atrial pacing switch of the device's integrated circuit component resulted in a high current condition that accelerated the depletion of the device's battery.

Event description:
It was reported that this pacemaker exhibited a significant decrease in the remaining longevity since implant two months ago. It was now 11 months remaining, with no increase in therapy usage. Lead parameters including sensing, pacing threshold and pacing impedance values were all within normal range. Premature battery depletion was suspected and device data was submitted to technical services for review. Analysis confirmed the device had an abnormally high power consumption consistent with a possible hardware anomaly. Device replacement was recommended for as soon as possible, as the reason for the increased power consumption could not be determined. The local sales representative noted the device would be explanted and replaced in about three weeks, due to the patient's schedule. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. The device was explanted and replaced as planned. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this pacemaker exhibited a significant decrease in the remaining longevity since implant two months ago. It was now 11 months remaining, with no increase in therapy usage. Lead parameters including sensing, pacing threshold and pacing impedance values were all within normal range. Premature battery depletion was suspected and device data was submitted to technical services for review. Analysis confirmed the device had an abnormally high power consumption consistent with a possible hardware anomaly. Device replacement was recommended for as soon as possible, as the reason for the increased power consumption could not be determined. The local sales representative noted the device would be explanted and replaced in about three weeks, due to the patient's schedule. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. The device was explanted and replaced as planned. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.